Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing extreme pain and stiffness despite months of physiotherapy and manipulations under anesthesia. Additionally, the patient was informed during a consult that the joint had been "overstuffed and misaligned".

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. The part and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.